Event description:
Prodisc-c implanted at c5-c6 on (B)(6) 2011. Pt complained of postop pain. On f/u visit surgeon noted that pdc was placed too far posteriorly. Also noted was disc herniation at c6-c7. Surgeon revised pt on (B)(6) 2011. Pdc at c5-c6 was removed and herniation was removed at c6-c7. Allograft spacers were placed at c5-c6 and c6-c7 and both levels plated for fusion.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
Investigation is still in process. The design risk assessment and risk analysis of the device was reviewed and adequately addresses the complaint event.